Event description:
It was reported that on re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the air beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 10,000 joules. The procedure was completed with a second fiber. The pt outcome was reported as "okay."

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.